Manufacturer narrative:
Corrections made to the event description (b5) and device codes (h6) to reflect the allegation from the patient.

Event description:
It was reported that the cannula retracted when the pod was being activated; the cannula was not visible, which indicates a needle mechanism failure. The pod was not worn and patient reported bleeding at the site and a blood glucose (bg) level of 187 mg/dl.

Manufacturer narrative:
No issues were found that would result in the device failing to deploy as intended. The pod was in pod state 14 indicating that pod activation was not completed after it was filled. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed late when the pod was activated; the cannula was not visible, which indicates a needle mechanism failure. The pod was not worn and patient reported bleeding at the site and a blood glucose (bg) level of 187 mg/dl.